Event description:
The customer reports that the peel away sheath introducer peeled open at the tip of the introducer when the insertor began to place the dilator.

Manufacturer narrative:
(B)(4). The customer returned one, peel-away seat/dilator assembly for evaluation. Signs-of-use in the form of dried biological material was observed on the dilator body. Visual examination revealed that the peel-away sheath had split prematurely near the distal end. The end appeared deformed; however, the sheath was torn along the score lines. White marks were observed where the sheath began to tear indicating stress. The overall sheath length from the tabs to the distal end measured 2.625", which is within the specification limits of 2.625"-2.875" per the catheter peel-away graphic. The peel-away sheath inner diameter measured .066", which is within the specification limits of .061"-.071" per the peel-away extrusion graphic. The split in the peel-away sheath started 6mm from the distal tip. The dilator could be removed and re-inserted through the peel-away sheath with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "grasping near skin, advance sheath/dilator assembly with slight twisting motion to a depth sufficient to enter vessel". The reported complaint that the sheath tore incorrectly was confirmed by complaint investigation. The sheath was returned with a split down the score line that had started at the distal end. White marks were identified on the tear, which indicate stress on the sheath. A DHR review was completed with no relevant findings. Based on the condition of the returned sheath and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peel away sheath introducer peeled open at the tip of the introducer when the insertor began to place the dilator.